Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime alarms associated with zero force. The pump was rewound, loaded, primed, and exercised successfully with no alarms occurring. Unrelated to the complaint, a battery compartment crack was revealed.

Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.